Event description:
It was reported that during an implant procedure, a fracture was noted near the sleeve area. The lead was replaced. There were no adverse health consequences to the patient.

Manufacturer narrative:
The reported event of lead being fractured near the sleeve area was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.